Event description:
I had a biomet metal on metal hip replacement. In the past years I have had several health issues related to the implant; such as, medications for prostate issues caused by the metal particles, particles disease, heart issues, bones have multi-level degenerative changes, bilateral renal cysts, chronic appearing erosion, elongated thick walled fluid tracking into the thigh and chronic pain. I have revision surgery scheduled for (B)(6) 2024 and it will be a major and complicated surgery.